Manufacturer narrative:
(B)(4). No lens in returned packaging. Eval method: lens work order search, results: a lens work order search was performed and no similar complaint was found within the same work order. Conclusions - (no conclusion can be drawn): the product packaging to this claim was not returned for eval. Piggybacking of lenses is considered off-label use. Based on the complaint history and work order search, a specific root cause of the event could not be determined. #(B)(4).

Event description:
The reporter stated the surgeon inserted an aq5010v three piece silicone lens. The surgeon attempted to use this lens as a piggyback and it flipped over during insertion into the eye. The lens was not cut to remove from eye. There was no pt injury.